Event description:
A vaxcel mini port was being placed for therapeutic purposes. During catheter insertion, the peel-away sheath did not peel properly and it had to be cut away. As the physician was working with the nonfunctional sheath, the catheter flipped up and was grasped back. Another peel-away sheath was used in order to finish placement.